Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The reagent 2 diluter was leaking and was replaced. The cse replaced all the diluter seals and replaced and aligned the reagent 1 probe. Precision testing was run 10 times with no outliers. Quality controls were within acceptable ranges. The cause of the discordant, falsely elevated co2_c result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carbon dioxide concentrated (co2_c) result was obtained on an advia chemistry 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.